Manufacturer narrative:
Device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be unintentional user error, not resetting the volume when the pump was moved to a new patient; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the pump showed the total volume given was 341 when 250 was the initial resolution volume. It was stated that they may not have reset the volume from the previous patient. Per the reporter, there were no adverse patient effects. Infusion rate 2.0ml/hr; reservoir volume 250ml; given 341.9ml; length of infusion 120 hours.